Event description:
Chief technician (CT) reported that the non-invasive blood pressure module was found to be out of calibration, which may result in inaccurate blood pressure readings, during an examination of the meridian device. CT relates the meridian device had been out of treatment rotation for some time prior to its examination and was being used as a "back up" device. The CT reported that there was no patient injury or medical intervention.